Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump. Reportedly, the pump was able to be charged with a different wall adapter. In addition, the battery gauge dropped from 100% to 80% then to 20%. The customer's blood glucose was 246 mg/dl. Reportedly the customer would continue to use the pump for insulin therapy.